Event description:
Report received of a pt death while the device was in use. It was reported that a pt died while receiving dilaudid in the mg/hr programming mode. The customer contact reported that they believed someone altered the pump program and changed the delivery mode to ml/hr. At this time, the customer is unwilling to provide any further info about the reported event. The pump will be returned for analysis.